Event description:
An event occurred on an unspecified date, involving a plum 360 infuser, reported that smoke came out from the pump when turned on. There were no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.